Event description:
Patient noted to have increased work of breathing, respiratory to bedside, saturation noted to be decreased, high-flow nasal cannula (hfnc) did not appear to be reading properly. Machine replaced and patient condition improved, no further incident. Hfnc being evaluated by biomed. Equipment evaluated by biomed and found to be functioning correctly. Unable to reproduce concern.